Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, granuloma, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma, lymphadenopathy and seroma-late.

Event description:
Regulatory agency reported a patient experienced right side "presence of fluid surrounding implants with folds", capsular contracture (grade unknown), deformity, "the capsule of breast implant is fibrotic with foci of dystrophic calcification... Small foci of implant material with little foreign body granulomatous reaction", "axillary nodes with fatty hilum... These nodes are not metabolically active", "non-fdg avid sub centimeter axillar lymph nodes with fatty helum are likely reactive", "physiological brown fat foci are seen in supraclavicular". Treatment included explant and capsulectomy. The device was explanted and not replaced.

Event description:
Regulatory agency reported a patient experienced right side "presence of fluid surrounding implants with folds", capsular contracture (ii), deformity, "the capsule of breast implant is fibrotic with foci of dystrophic calcification... Small foci of implant material with little foreign body granulomatous reaction", "axillary nodes with fatty hilum... These nodes are not metabolically active", "non-fdg avid sub centimeter axillar lymph nodes with fatty helum are likely reactive", "physiological brown fat foci are seen in supraclavicular". Treatment included explant and capsulectomy. The device was explanted and not replaced. Inner silicone gel did not touch the patient.

Manufacturer narrative:
Continued d.10: concomitant therapy: hyaluronic acid, collagen, vitamin c, multivitamin.